Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported to philips that the device went blank and gave a pressure regulation high error code. The device was in use at the time of the event. There was no report of patient harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated the error 1009 was in the event logs. The rse advised the biomed to verify the proximal and machine tubing connections, and verify the pressures and flows. The part information for the data acquisition pcba, and motor controller pcba was provided to the customer if replacement parts were required.

Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020 . Multiple good faith efforts were made to obtain additional information with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. 1. (B)(6) 2020 10:41 am emailed (B)(6). 2. (B)(6) 2020 (B)(6) 9:02am called (B)(6) at (B)(6); 3. (B)(6) 2020 2:50 pm called (B)(6) at (B)(6) ; 4. (B)(6) 12, 2020 2:46 pm emailed (B)(6) at (B)(6) . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.